Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a laparoscopic nissen fundoplication procedure, the needle broke in half and feel into the patient cavity. The needle was visually identified and retrieved. Another device and needle were opened to complete the procedure. There was no patient injury.

Event description:
According to the reporter, during the procedure, the needle broke in half and feel into the patient cavity. The needle was retrieved. There was patient injury.